Manufacturer narrative:
The reported device dislodged/dislocated and stretched stent were able to be confirmed. Only the stent was returned for analysis. The reported difficult to advance, difficult or delayed positioning and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported deformation due to compressive stress was unable to be confirmed as the device was not returned. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, the 3x33mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, initially failed to cross. However, after additional dilatation and use of an extension catheter the sds crossed the lesion with resistance. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The deviation of the instructions for use appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU as it is likely that resistance was met with the mildly calcified and 95% stenosed anatomy resulting in the reported difficult to advance and the reported difficult/delayed positioning. After additional dilatation and use of an extension catheter, against the instructions for use the device was re-advanced into the anatomy. Interaction with the mildly calcified anatomy and/or manipulation of the compromised device resulted in the reported kinked stent and ultimately resulted in the reported stent dislodgement. Removal of the stent using a snare resulted in the reported stretched stent/noted stretched/bent/overlapping stent struts; thus resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 clarifier: re-insertion.

Event description:
It was reported that the procedure was to treat a 95% stenosed left anterior circumflex (lcx) artery with moderate calcification. The 3x33mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, initially failed to cross. However, after additional dilatation and use of an extension catheter the sds crossed the lesion with resistance. At that point it was noted that the stent was no longer on the delivery system and had not been previously noted due to poor stent visibility. The stent had become dislodged in the proximal lcx and the proximal end of the stent was noted to be kinked. Therefore, a snare was used to remove the stent from the patient and during removal the stent became stretched. There was no adverse patient sequela. A 3x33mm xience sierra stent was used to complete the procedure. No additional information was provided.